Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported.